Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to low and high blood glucose with blood glucose of 63 mg/dl at the time of the incident. The customer was not given anything to treat and they were just monitored. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was not active and automatically adjusting insulin delivery during the event. The customer reported sensor glucose versus blood glucose differences. The pump suspended delivery and the customer went high. Troubleshooting was not completed. The customer stated the pump was delivering fine but was flawed. The insulin pump will not be returned for analysis.